Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call serious injury. Customer's blood glucose level was 330 mg/dl. Customer went to the hospital due to high blood glucose levels. Customer tore their esophagus while throwing up repeatedly. Customer declined to troubleshoot for high blood glucose and was advised to call back to troubleshoot or if anything was needed.